Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation results, the malfunction was likely due to the following factors: deformation of the plug unit and damage to the ccd unit. As a result, the focus did not shift to the far point, causing error e243 and preventing image display. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the gastrointestinal videoscope had exhibited error e243 appears no image is displayed. There was no patient involvement.